Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt-d was implanted on (B)(6) 2016. Reportedly, on (B)(6) 2018, the patient had an av node ablation. Following the recommendations for pacing-dependent patients provided in the field safety notice on platinium devices issued in july 2018, the device was prophylactically replaced. The device should be returned for analysis. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject crt-d was implanted on (B)(6) 2016. Reportedly, on (B)(6) 2018, the patient had an av node ablation. Following the recommendations for pacing-dependent patients provided in the field safety notice on platinium devices issued in (B)(6) 2018, the device was prophylactically replaced. The device should be returned for analysis. Preliminary analysis did not reveal any device malfunction.